Manufacturer narrative:
Unknown

Event description:
It was reported that a prismaflex control unit has blood on it. The nurses reported what sounded like a "break" in a prismaflex set as causing the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.